Event description:
The customer observed falsely depressed architect calcium results generated on the architect c4000 instrument. The following data was provided: initial result 2 mg/dl, repeated normal (the value was not provided). Expected values: 9.0 - 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module, serial number (B)(6) and observed the cuvette washer overflowing. Multiple parts were replaced to resolve the issue. Replacement of the sample probe, the c4/c8 rgt pr rohs, the sheet valve, and the diaphragm of the vacuum pump resolved the issue. The instrument service history review revealed no additional service or complaint issues associated with discrepant/erratic patient results. A review of complaint and trending data for the architect c4000 processing module and associated parts did not identify any trends with regards to the customers reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling adequately addresses sample results observed problems for erratic / discrepant results based on the investigation, no systemic issue or deficiency was identified for the architect c4000 processing module, serial number (B)(6).

Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect calcium results generated on the architect c4000 instrument. The following data was provided: initial result 2 mg/dl, repeated normal (the value was not provided). Expected values: 9.0 - 10.2 mg/dl. No impact to patient management was reported.